Event description:
It was reported that the patient was not having benefit from the device since one year ago. A revision surgery was conducted on (B)(6) 2014, and in situ testing performed then showed that the device had malfunctioned. The patient was explanted from the device and re-implanted with a new vibrant soundbridge during this revision surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.